Event description:
It was reported that (2) cs14c were used during a subtotal gastrectomy procedure. It was reported by the rep that two instruments were used in the same case with both instruments "toning or locking" out. Tissue bites were adequate and all troubleshooting tests were completed. The handpiece was determined to be functional. There was no consequence to pt.